Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device misfired several times and the clips came out crooked. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.